Event description:
It was reported that the device has damaged screen. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Error 1870/1871 was found in event history log. Visual inspection found the lens is scratched. After opening up pump, determined that the motor will not turn. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replace motor and lens